Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b4: (B)(6) 2019. B5: it was reported that the implant could not achieve primary stability upon placement and was removed. Tooth location #27. D4: UDI: (B)(4). G4: (B)(6) 2019. G7: follow up. H1: serious injury. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusion. H8: correction: initial use of device. H10: manufacturer narrative, corrected data. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. The reported condition of an implant that could not achieve primary stability was not confirmed. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet escalation requirements. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. A device history record (DHR) review of the reported device lot did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there have been no related complaints reported against the subject lot. A definitive root cause for the reported event could not be determined. Contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant could not achieve primary stability upon placement and was removed.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510k number: k101880.

Event description:
It was reported that the implant could not achieve primary stability upon placement and was removed.